Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed during fucntional evaluation. Review of the device data confirmed that the device successfully completed analysis cycles and appropriately displayed "no shock advised" prompts. The logs indicates that analysis was restarted when the analyze button was pressed again and that the device followed its designed sequence to analyze. The device appears to be operating as expected. All functional and performance testing passed, and no abnormaliities were identified during inspection. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.